Manufacturer narrative:
(B)(4). Batch # n5501y. The analysis results that one ec60a device was returned with no visual non-conformances and with an ecr60d cartridge reload present. The cartridge was received fully fired with the pan detached. In addition a cartridge pan was found lodge inside the channel. The pan was removed from the channel and the device was tested for functionality with a test reload. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-formed shape. While no conclusion could be reached as to how the pan became dislodged from the reload, it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at fgqa. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an upper lobectomy procedure, the surgeon found that a piece of metal of the cartridge was stuck in the jaw and a new cartridge could not be used in the device. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.